Event description:
A customer contacted baxter's technical service center to report after he setup the hc earlier in the day he noticed one of the supply bags had become disconnected. The hp stated he started over with new supplies and the hc was as initial drain. The hp wanted to make sure everything was ok to proceed. The technical service representative (tsr) advised that everything seemed to be ok to proceed. The hp would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The cause of this incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated that he did not recall the event, but stated that everything was going well with his therapy. No further information was available nor was any sample available.